Event description:
It was reported that during a coronary drug eluting stenting treatment procedure lesion crossing difficulties occurred and stent damage was noticed. The vessel had not been predilated before the taxus express2 2,5x8mm drug eluting stent was advanced to the target lesion. The stent was unable to cross the area and was described as "roughed up" when removed. The lesion was then predilated with 2.0 x 10mm cutting balloon and the procedure was successfully completed with a taxus express2 2.5 x 8mm stent. There were no reported patient complications.